Event description:
It was reported that the patient¿s wires came loose in 1995 when the patient was helping her mother and pulling her. It was reported that the patient had a revision in 1999. It was reported the patient had an x-ray that showed the device was not intact. It is unclear when the x-ray was performed.

Manufacturer narrative:
Concomitant medical products: product ID 7495-10, serial# (B)(4), implanted: (B)(6) 1995, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4)